Manufacturer narrative:
Gtin number: unknown since the serial number was not provided (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This sjm trifecta valve was implanted 3 years ago (unknown exact date of implant and size of implant) at an outside hospital. The patient underwent a tavi procedure within this trifecta valve due to valve degeneration.